Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that prior to pulse field ablation (pfa) procedure a farawave 31 mm - us was selected for use. Upon opening sterile packaging and it was noticed handle looked dirty. Thus, physician requested a new catheter. Sterile package was not damaged upon opening. No patient complications were reported.